Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: finland. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery the dermatome did not cut properly. It produced a graft with an uneven cut in the middle. There was no report of harm or delay. No additional information is available. Diligence is complete. No adverse events were reported as a result of this malfunction.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h11. Review of the most recent repair record determined the device was not cutting properly; the motor speeds were unstable, the machined head and pin were damaged, the reciprocating arm and bearings were corroded, the ball plunger was missing, the ball bearing was worn, the control bar was out of position and worn, and the device was out of calibration. The motor, seals, machined head, pins, bearings, ball plunger, reciprocating arm, and control bar were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.